Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in three pieces: connector portion measured 6.9cm, insulation only portion measured 4.6cm and distal portion measured 40.8cm. External insulation abrasion, breaching the optim sheath only, was noted at 11.0cm to 11.4cm from the pin consistent with lead friction to the device can. The silicone tubing was not abraded in this location.

Event description:
This report is to advise of an event observed during analysis.